Event description:
The customer contacted physio-control to report that their device powered off twice during a recent patient event in which the customer was attempting to take the patient's blood pressure (bp). After the second loss of power the customer was able to turn the device back on and use it the duration of the event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify the reported issue. Physio did observe some wear to the device's battery pins. As a precaution, physio replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.